Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is unknown number of unknown plate matrix mandible. Part#, lot# and UDI # is not available. Date of implant/explant are unknown. This report is for unknown number of unknown plate matrix mandible. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) arcuri et al literature article.pdf].

Event description:
This report is being filed after the subsequent review of the following literature article arcuri, francesco md and et al. (2012) "analysis of complications following endoscopically assisted treatment of mandibular condylar fractures". The journal of craniofacial surgery, volume 23: number 3 may 2012. (Italy). The purpose of the study was to look at complications of endoscopic assisted reduction of subcondylar mandibular fractures. The records of seventeen (17) patients who underwent surgical repair using transoral endoscopic assisted technique from january 2007 to december 2009 were reviewed retrospectively. Four patients who had other coexisting fractures were excluded and 1 patient would not be contacted for a total of 12 cases that were included in the analysis. The mean age was 36.7 years (ages 18-63); 9 men (75%) and 3 women (25%). The patients had injury to the right condyle in seven (7) cases and to the left condyle in five (5) cases. Fixation was achieved by using either one (1) or two (2) synthes noncompression miniplates. Patients were observed with clinical and radiological exams at one (1) week, one (1) month, three (3) months, six (6) months, and one (1) year. The median follow up was 15 months (range 8-19 months). No device malfunctions were reported. The following complications were observed: one (1) patient with nonunion due to inadequate reduction with subsequent revision surgery. One (1) patient with facial nerve injury. One (1) patient with intraoperative arterial hemorrhage that forced the surgeon to abandon the endoscopic technique and use an open fixation approach. One (1) patient developed a partial condylar reabsortion with tmj dysfunction. This report is for unknown number of unknown plate matrix mandible. This is report 1 of 1 for (B)(4).